Event description:
It was reported that during an unspecified treatment procedure, inaccurate pressure readings occurred. The location of the target lesion was not specified. It was noted that during attempts to increase the inflation pressure, the handle of the encore 26 mt single inflation device was very difficult to turn and the pressure was not complying. It was observed that when the pressure gauge read that it was set at 4atm it felt like the pressure was at actually set at 15atm. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).